Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Additional information received via email 15-nov-2021. The reported issue was discovered during a preventive maintenance (pm). No patient involvement. Unit was sitting in storage.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed leakage at the bottom of the tank enclosure near the drain fitting. The physical condition of the drain tube area of the tank was determined consistent with the device having sustained damage during use.

Event description:
It was reported the device was found leaking. The issue was found during testing with no patient involved.